Manufacturer narrative:
The device was received by anspach. The device was repaired and returned to the user. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating "vibration." The event occurred during "knee surgery." No injuries were reported. There was no additional info provided.